Manufacturer narrative:
B3: date of event is unknown. B3. The date received by manufacturer has been used for this field. H.6 investigation summary. Material #: 367955. Lot/batch #: 2123429. Bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for additive abnormality with the incident lot was not observed. Evaluation of the photograph indicated a shelf pack of unused tubes with normal silica spray on the inner tubes walls. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes that there was discolored and abnormal additive form. The following information was provided by the initial reporter: the material delivery has been declined because the batch presents observations in product.